Event description:
It was reported that, "the implants were loosening so the surgeon revised."

Manufacturer narrative:
An evaluation of the device(s) cannot be performed as the device(s) were retained by the hospital and were not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should device(s) or additional information become available, the evaluation summary will be submitted in a supplemental report.